Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast prosthesis deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation procedure with mentor siltex round moderate profile 150cc saline breast prostheses when the left breast prosthesis deflated post implantation. Deflation of the patient¿s left breast prosthesis was diagnosed via a physical. As a result, the patient underwent bilateral explantation and replacement with mentor smooth round moderate profile 150cc saline breast prostheses on (B)(6) 2024. It was reported that during explant surgery, both of the patient¿s breast implant capsules were tight. The left breast capsule was noted to be tighter than the right. It was later reported that the patient was diagnosed with baker grade iii-IV capsular contracture in the right breast prior to explant surgery. A baker grade was not reported for the patient¿s left breast. This medwatch report is for the patient¿s right breast prosthesis. Refer to manufacturer report number 1645337-2024-15014 for the report for the patient¿s left breast prosthesis.